Event description:
Additional information received from the consumer reported that the steps taken to resolve the poor communication and shaking/tremors were checking the batteries for the unit which were {illegible}. The doctor was called who had decided to change the patient's medication and they were in the process of adjusting medicine to find correct dosage. The patient was seen on (B)(6). They would discuss the need for some changes to the deep brain stimulator device to help control the tremors. The unit was working fine otherwise.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3 387s-40, lot# va0qcg6, implanted: (B)(6) 2015, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, pro duct type: extension. Product ID: 3387s-40, lot# va0qcg6, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported the patient had poor communication with the patient programmer and they had a sudden return of symptoms three days prior to this report. Three days prior to this report, the patient was shaky and their tremors returned. The patient and their husband tried moving the programmer to multiple different locations on top of the implantable neurostimulator (ins) pocket, but they continued to see the poor communication screen. On (B)(6) 2015, the patient had a total knee replacement and they were informed by their healthcare professional (hcp) to not turn their stimulation off. Since the surgery the patient had been getting the poor communication screen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.